Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis, manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was a touch contamination. The patient was treated with a loading dose of 1 gram vancomycin ip and 16 mg gentamycin ip. After the loading dose was given, the patient was instructed to continue taking vancomycin ip 1 gram once/week for 5 weeks and amoxicillin 875 mg orally twice a day for 14 days. The hp was re trained and was reported to be recovering.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.